Event description:
Device did not function as expected. It was reported that during a procedure, the surgeon tried to slide the anterior plate onto the femoral chamfer cut guide, but it didn't work. He took a saw blade and a scorpio instrument to complete the surgery.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 3 events associated with this event type (device did not function as expected) and product code (lxh).